Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Type of procedure: nephrectomy. Event description: the device was new, the doctor attempted to clip, but the clips did not close properly. He tried four times but all the clips were crimped. Patient status: surgery went well after using another device. Intervention: another competitor device was used to complete the operation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Additionally, a photo of a clip was provided. As the device was locked out, limited testing was performed on the event unit. While testing revealed no relevant nonconformances, the complainant¿s experience was confirmed via the provided photo of a used clip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: nephrectomy. Event description: the device was new , the doctor attempted to clip, but the clips did not close properly . He tried four times but all the clips were crimped. Patient status: surgery went well after using another device. Intervention: another competitor device was used to complete the operation.